Event description:
The customer's meter will not start countdown. During troubleshooting it was determined that the display may have one missing segment in the ten's position. It was also determined that the meter would not countdown when the strip is inserted with blood on it. The meter is at least five years old. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer was invited to contact the 24/7 customer service line should any problems or questions arise.